Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of over 500 mg/dl and a moderate ketone level. Reportedly, customer was using humalog supplies for over 48 hours. Customer attempted to treat bg via a manual injection of insulin, and consumption of fluids. At the ER, bg was treated via intravenous insulin and saline. Reportedly, the customer left the ER 10 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.